Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). The right ventricular (rv) lead exhibited undersensing. The right atrial (ra) lead exhibited undersensing and low p-waves. The rv lead was inactivated and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.